Event description:
Pt called alleging meter does not power on when inserting the test strip into the meter. Pt mentioned that meter also gave error 2. Pt did not experience any symptoms at the time of testing. Pt contacted md for advice; however, md has not returned pt's phone call. Customer service was unable to resolve the issue and sent pt a new meter.